Manufacturer narrative:
Product complaint: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 health effect - impact code. Additional information was requested, and the following was obtained: it was an intradermal overspray typical of a mastomy scar that presented no other problems: clean skin, not fragile, without induration, and no concomitant procedures. A needle holder and a haldstet clamp allowed the suture, the needle holder held as usual at a third of the circumference. It broke in the thickness of the skin at approximately halfway along its curvature. Searching for the needle did not require additional surgical procedures but did prolong the operative time. In my opinion, the issue is the length of the continuous suture for a mastectomy, with weakening of the needle after about 20 cm of suturing. It may be necessary to reassess the strength/durability of the needles for long suture lines.